Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Weight unknown / not provided. Concomitant device: dental implant: tsx47b11, tsx implant, 4.7mmd, 11.5mml, lot# 1259704 therapy date: (B)(6), 2023. PMA/510(k) number: exempt. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported while placing implant with the dental driver, the internal hex of the implant was damaged as well as the dental driver on tooth site #31.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 180. H6: investigation conclusions code was added: 4307. Zimvie received one driver for evaluation. Visual evaluation was performed, and identified the driver's drive feature to be damaged and stripped. DHR review was completed for the subject lot number 61195452. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 61195452 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was poor tool designs leads to insufficient mechanical strength. Therefore, based on the available information, device malfunction did occur. The driver shows damage to the drive features. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.